Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the strike plate to be fractured from the handle body at the weld. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required likely root cause for the reported event is due to a tensile overload and repeated impaction of the instrument during it's use, it is unknown how many times the device was used. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The event occurred in germany. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported handle fractured during a hip procedure. No patient consequences were reported. No further information has been made available at this time.